Event description:
A surgeon reported that air came into the pt's eye during surgery even though they had not switched to air. The air line was clamped and the case was able to be completed with the same equipment and accessories. There was no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finished goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address complaints of a similar nature. (B)(4).